Manufacturer narrative:
The device and lead remain in service with no loss of ra therapy reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and lead system was implanted without the use of a programmer. Post-implant, the right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms in the bipolar configuration. However, in the unipolar configuration, the impedance and other lead measurements were all within normal range. The physician elected to leave the ra lead programmed to unipolar and no intervention was performed to verify proper lead insertion/connection or integrity. The physician questioned whether this system now met the requirements for MRI-conditional use. A boston scientific technical services consultant discussed that MRI would be considered off-label for this system, as there must be no evidence of a fractured lead or compromised pulse generator-lead system integrity. MRI-conditional criteria is no longer met. No adverse patient effects were reported.